Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number: (B)(6). The field service representative found there was no liquid in the syringes with priming. He found a pinched tubing. He adjusted the tubing and performed air purges, which resolved the issue. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 4 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 66.4 ng/l, and the repeated result was <6 ng/l with a data flag. Patient 2: the initial result was 74 ng/l, and the repeated result was <6 ng/l with a data flag. Patient 3: the initial result was 48 ng/l, and the repeated result was 7 ng/l with a data flag. Patient 4: the initial result was 107 ng/l, and the repeated result was 8 ng/l with a data flag. The samples were repeated because the results didn't match the patient's clinical histories. The repeated results were obtained on another cobas e 801 analytical unit and were believed to be correct.